Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 08/27/2020. An investigation was conducted on 09/03/2020. Signs of clinical use and evidence of blood was observed on the heater wire. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire '.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had broke tip on jaws. The silicone tip broke off from the jaw and was successfully retrieved. It remained attached to vh-3500 jaws. It did not break off and fall in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had broke tip on jaws. The silicone tip broke off from the jaw and was successfully retrieved. It remained attached to vh-3500 jaws. It did not break off and fall in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.